Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. Subsequently, the rv lead was explanted. Other than surgery and infection, no additional adverse patient effects were reported. This product is not expected to return for analysis since it was retained by the explanting hospital.